Event description:
It was reported that the drill bit would not go through the bone, resulting in a delay of thirty minutes. Patient outcome: no adverse effect reported as a result of this event.

Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 80 mg/dl and 245 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.